Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, dyspnea, pain, edema, lethargy, crease/folding of implant, anxiety-product/procedure, other-medical.

Event description:
Patient reported a left side "difficulty breathing, severe pain, swelling, excessive tiredness, feeling unusually hot, showing accommodation folds, liquid film, and concerns with the product." Device remains implanted.